Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was heard and also confirmed by telemetry as a critical alarm due to eos / eol (end of service/ end of life). Per reporter patient had been weaned down and won't be having pump replaced. Healthcare provider (hcp) did not know eos was going to occur when it did. It was indicated that hcp was to permanently disable pump by following prompts. It was also stated that patient had been in and out of hospital for unrelated heart issues and had did not hear alarm. Drug in the pump was morphine.